Event description:
After insertion of swan catheter difficulty was experienced in withdrawing of the guide wire. The catheter and wire were withdrawn and it was noted that the balloon was not intact, and only a small piece of balloon remained.